Event description:
It was reported that during a whipple procedure, on one side of the cartridge, the staples did not form properly. Another cartridge used to complete the procedure. There were no patient consequences.